Event description:
The customer contact reported the device alarmed with a s233 (overtemperature-psc) malfunction alarm code. The device was returned to the biomedical department for an unspecified reason. No tracking info was provided; therefore, specific patient info, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the device alarmed with multiple s233 (overtemperature-psc) malfunction alarm codes and was also noted in the device history. Though requested, no additional info was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.